Event description:
Customer reportedly received the following results on the perfoma system within 10 minutes: 20.1 mmol/l, 6.2 mmol/l, and 12.1 mmol/l; 7 mmol/l, 12.7 mmol/l, and 5.9 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in a foreign country.